Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing including pressure and clear passage tests were performed with no leak or blockages noted. A pull test was performed and no separation was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of continu-flo solution set fell apart and came out of the cannula when attempting to remove the tip protector. This resulted in a waste of immunoglobulin in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.